Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no blank display noted. All operating currents are within specification. The off no power alarm functions properly. The insulin pump passed self-test. The insulin pump was received with cracked case at display window corner, minor scratched display window, cracked reservoir tube lip and a missing end cap sticker. No damage noted on lcd glass or on isolation tape on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.